Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with operating currents within spec. The unit was monitored and there were no blank display anomalies, unexpected low battery alarms or failed battery test alarms were noted. There was no damage on the c13/lcd isolation tape noted. The unit was received with cracked case at battery tube threads, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a failed battery test and a blank display. The customer's blood glucose level was 150 mg/dl. The customer stated that she received a low battery alarm, inserted a new battery, and her display went blank. The customer then stated she changed the battery again, and her display returned along with a failed battery test. Standard troubleshooting was performed. It was discovered that the insulin pump's battery compartment was damaged. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.